Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call the customer had low blood glucose. Customer's blood glucose was 39 mg/dl. Customer had cut back on insulin amount. Customer had just received the new device. Customer was advised to contact the healthcare professionals. Customer declined troubleshooting. Customer disconnected from the device. Customer will not be returning the device for analysis.